Event description:
Physician reported left side silicone perspiration, deflation, change of device color, and capsular contracture baker grade I. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, g1, g4, h4.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Upon further review the device associated with this report is not PMA approved and this information is no longer considered reportable to the FDA.

Event description:
Upon further review the device associated with this report is not PMA approved and this information is no longer considered reportable to the FDA.